Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette leaked. This event occurred during the last cycle of the testing phase of peritoneal dialysis therapy. The home patient (hp) stated that it leaked on the patient line. The hp called their nurse and was advised to use a cassette from a different lot number and it worked fine. The hp did not notice any damage on the cassette. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Device testing was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.